Manufacturer narrative:
After the procedure, the hospital discarded the product. A lhr review was completed for the product, and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation while unpacking, for a coronary artery bypass graft surgery, one heartstring seal cracked was found cracked. The surgeon converted to a side clamp to complete the procedure. No further pt complications were reported by the hospital as a result of the clamp conversion.